Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "dizziness, hands and legs tremor and sweating" and was unable to self-treat. The customer reported unspecified treatment from third-party due to this issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "dizziness, hands and legs tremor and sweating" and was unable to self-treat. The customer reported unspecified treatment from third-party due to this issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and signal loss message was not observed. Therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023.all pertinent information available to abbott diabetes care has been submitted.section b2 (outcomes attributed to ae) has been updated.

Event description:
An alarm issue was reported with the adc application in use with a (B)(6) samsung phone android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer was not alerted of changes in glucose level and experienced "dizziness, hands and legs tremor and sweating" and was unable to self-treat. The customer reported unspecified treatment from third-party due to this issue. No further information was provided. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "dizziness, hands and legs tremor and sweating" and was unable to self-treat. The customer reported unspecified treatment from third-party due to this issue. No further information was provided. There was no report of death or permanent injury associated with this event.